Manufacturer narrative:
Complaint sample was evaluated and the presence of crease and/or fold in the seal of the pouches was confirmed. DHR was reviewed and no discrepancies were found. Root cause is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during incoming inspection at the warehouse, a crease was visible in the sealing area of the sterile packaging. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.